Event description:
It was reported that the burr size was unable to be changed because was not possible to unclip the anspach drill from the handpiece. The surgeon had to cut the keel in manual mode using a 5mm burr. After the case, both parts were separated but the connection was very tight between the handpiece and the long attachment. Patient injuries were not reported beyond this event.

Manufacturer narrative:
The device was used in treatment and it was reported that navio system displayed exposure control motor error when entering cut mode. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. After the instructions for use review, product labeling has been ruled out as a cause of the complaint. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. The device was investigated and it was found that the connection was tight due to insufficient lubrication. Spraying lubricant on the handpiece prior to sterilization can reduce issues from separating the drill from the handpiece. The root cause was established to be undetermined after investigation.